Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and had a chip on the lower right side of the screen. Reportedly, the customer fell off of a bike and the touch screen became shattered. Customer was unable to interact with the touch screen due to the damaged and shattered screen. Customer's blood glucose was between 80 and 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.